Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 270 mg/dl and insulin injections were used to address the bg level. Tandem technical support had the customer perform a system check and it appeared that the tubing was a possible cause of the occlusion. However, due to a language barrier, it was difficult for tandem technical support to convey the instructions and solution to the customer. The customer's healthcare provider requested pump to be replaced. The customer had insulin injections if needed to manage diabetes.